Manufacturer narrative:
If implanted; give date: na (not applicable) the lens was removed in the initial procedure. If explanted; give date: na (not applicable) the lens was removed in the initial procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis monofocal model za9003 intraocular lens (iol) was removed from a female patient¿s operative eye during the same procedure as the patient anatomy could not support the iol. The surgery center indicated there was no product quality issue. During the len¿s removal, a vitrectomy was performed, the incision was enlarged and sutures were placed. The patient was sent home aphakic.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 04/22/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Device inspection was performed and visual inspection with the unaided eye shows that the product was observed with viscoelastic residue and with scratches in the optic zone. This condition of the lens is typically seen in a lens that has been removed. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. Considering that the event was attributed to the patient¿s anatomy, the reported complaint cannot be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.